Event description:
It was reported that the customer received three motor error alarms nad a button error alarm as well. The customer stated that the buttons were not responding. The customer's blood glucose was 144 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm apart from surface moisture. The customer also stated that they were able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm was noted. The motor passed the motor test. However, the pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and a cracked belt clip slot.